Manufacturer narrative:
Customer was able to retest the sample on another plate using the same vial of anti-d4 and all the same reagents on the neo and the two samples resulted ab negative as expected. We are unable to rule out if that test plate was compromised.

Event description:
On (B)(6) 2016, a customer reported an rh descrepancy on a confirm assay on a galileo neo instrument.